Event description:
It was reported that insyte-a bl 22 ga x 1.5 in catheter was cracked and leaking. This was discovered during use. The following information was provided by the initial reporter: when confirming flashback after catheter placement, the hcp found that blood was leaking from the catheter. A crack was found near the root of the catheter.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0045321. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Product could not be sent to the manufacturing plant. Additionally attempts to replicate the observed damage to the catheter tubing was not successful. Root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte-a bl 22 ga x 1.5 in catheter was cracked and leaking. This was discovered during use. The following information was provided by the initial reporter: when confirming flashback after catheter placement, the hcp found that blood was leaking from the catheter. A crack was found near the root of the catheter.